Manufacturer narrative:
Visual inspection of the uhmwpe insert: on august 29, 2018 by r&d product manager. The medial side of the posterior bottom surface of the insert presents some dents and scratches. The posterior "snapping" features of the insert have been plastically deformed and damaged in the medial side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. Some scratches can be identified on the anterior surface of the insert as well, most likely caused during the attempt to force the component into the baseplate.

Manufacturer narrative:
Batch review performed on 27 july 2018: lot 180423: (B)(4) items manufactured and released on 17 april 2018. Expiration date: 2023-04-04. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review for gmk tibial tray fixed cemented # 2 r ref (B)(4) lot. 180246 (k090988): (B)(4) items manufactured and released on 17 may 2018. Expiration date: 2023-05-06. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon was not able to insert the inlay size 10mm into the tibial tray. The surgery was completed successfully with the tibial insert size 11mm.